Event description:
According to the patient, the unit was on the side of her wheelchair when the unit overheated and it felt like it burnt her. She did not have a noticeable burn and did not go to the hospital. There was no treatment required. She stated she did not suffer from any other medical condition/changes due to this incident. There were no audible or visual alarms on the device at the time of the event. She did have an alternative oxygen supply for use during device issue. She is using o2 @ 3l 24/7 on a portable unit and does have a backup unit at home. A replacement unit was received 2 days later. She did return the unit.

Manufacturer narrative:
An investigation will be conducted and a follow up will be submitted if required.